Event description:
Procedure type: lower anterior resection. According to the reporter: when applying the device the anvil stayed behind in the rectum. The anvil fell off during removal of the device. Current pt status: healthy. There was no tissue damage or injury to the pt. Operative time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).